Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system  controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial #: (B)(6); d9: no h3: no h4: mfg date: 01-nov-2018 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm attributed to internal battery end of life. The controller alarm was permanently muted. It was further reported that the patient disconnected both power sources by mistake due to confusion, resulting in a loss of power to the controller and a reactivation of the controller fault alarm. The controller fault alarm was muted again. Review of log files data revealed that the ventricular assist device (vad) exhibited a motor start event associated with the double power source disconnect with starting parameters outside of the typical range and low flows. The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed an intermittent decrease in power consumption and estimated flows, as well as eighty-two (82) low flow alarms logged since (B)(6) 2025. Furthermore, one (1) motor start event was recorded on (B)(6) 2025 at 15:13:31, in which the motor start parameters were atypical. Additionally, two (2) controller fault alarms were recorded on (B)(6) 2025 at 15:46:50 and on (B)(6) 2025 at 08:56:33, indicating an issue with the internal battery. The controller was in use for more than two (2) years. Review of the event log file revealed one (1) controller power-up and associated pump start event was logged on (B)(6) 2025 at 15:13:27, indicating a loss of power to the controller. The data point prior to the loss of power revealed (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and an adapter was connected to power port two (2). The controller was without power for nineteen (19) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported events were confirmed. Based on the information available, the device may have caused or contributed to the reported low flow event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the in ternal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power event can be attributed to the reported double disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.